Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the module and found air bubbles in the reference solution tubing and a damaged solenoid valve (sv). He then replaced the mixing tower, degasser, solenoid valve, sipper probe, tubes, vacuum nozzle, reference electrode, and reference reagent. Precision checks and qcs were performed with successful results. The investigation determined the event was caused by a mechanical issue (leakage/seal). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from 43 patient samples tested on the cobas 8000 cobas ise module (double).the initial results were reported outside of the laboratory. Hours after the results were reported, the reporter received complaints from the patients' doctors prompting the rerun of the patient samples on their other ion-selective electrode (ise) 1 unit. The reporter was able to provide two examples of discrepant results:sample 1the initial na result from the module was 126 mmol/l. The repeat result from the other module was 138 mmol/l.sample 2the initial k result from the module was 3.8 mmol/l. The repeat result from the other module was 4.3 mmol/l.